Event description:
The customer's spouse reported via phone call that the customer passed away on (B)(6) 2015 in the emergency room. The spouse reported the cause of the customer's death was from ventricular fibrillation coronary artery disease. It was also reported the customer was hospitalized on (B)(6) 2015. The customer's blood glucose at the time of their passing was unknown. It was also reported the customer had coronary artery disease and chronic obstructive pulmonary disease leading to their death. The spouse reported the customer did use sensors and was wearing a sensor at the time of their death. It was also reported the customer was not wearing the insulin pump at the time of their passing. The insulin pump was removed from the customer's body by emergency workers 30 minutes prior to their death. The customer's spouse declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.